Event description:
The customer reported that during priming, there was a hole or tear creating a leak. The customer stated that the set-up of optia was performed without problems. During the procedure, the centrifuge stopped due to alarms for "leak in centrifuge" and "increased pressure in centrifuge." The inflow and return flows were immediately clamped, as well as the security of the lph-products and plasma. Upon opening the centrifuge, the kit detached itself from the locking collar and the kit was twisted. Furthermore, a few ml of reddish liquid was visible underneath the centrifuge. The donation was stopped and no return was made. (B)(4). This report is being filed in response to the customer filing a sae report with their local authorities.

Event description:
The donor's full identification number would not fit. The full identification number is (B)(6)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation: the disposable set was received for investigation. The set received had ac/saline present but no blood was noted. A small leak/tear was noted by the investigator at the plasma tube where it exits the centrifuge collar line. The tear was approximately 1mm in length and may be related to a weakness in the tubing due to contact with solvent and/or handling during loading. The spectra optia machine that was used for the donation was investigated. There were no issues found with the machine. The device history records were reviewed for this lot. There were no issues found in the DHR that would have contributed to what the customer experienced. Root cause: the root cause for the tear in the disposable is not conclusive but may be related to a weakness in the tubing due to contact with solvent (when gluing collar line to 4-lumen) and/or handling during loading.